Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00081 pertains to the first resolution clip device and manufacturer report # 3005099803-2017-00082 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a hemostasis procedure performed in the colon on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip arm bent and fell into the patient in an open state. The clip was retrieved using forceps. The same event occurred with the second resolution clip. The procedure was completed with the third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.